Event description:
Customer alleges discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 0.8, laboratory inr 2.8. The time between testing was immediate. Therapeutic range was 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 0.8, reference 2.8, mean 1.80, confidence limits 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 310821 on (B)(4) 2013. Results as follows: donor (B)(4): inratio 2.6, 2.7, 2.7, reference 2.97, bias threshold 1.97 - 3.97, %cv 2.17. Donor (B)(4): inratio 2.3, 2.3, 2.2, reference 2.61, bias threshold 1.61 - 3.61, %cv 2.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4 discrepant result complaints were reported for lot # 310821, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.